Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment revealed the tip is broken off the stem impactor rod, and has not been returned. The device shows significant signs of wear usage. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed the tip is broken off the stem impactor rod, and has not been returned. The device shows significant signs of wear/usage. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the surgeon stated threaded end of inserter broke off into implant stem. A smith and nephew backup inserter and stem were used to complete the case. No delay to procedure, no injury to patient.